Manufacturer narrative:
The customer returned the contour meter with serial # (B)(6) for evaluation, which is different from the one originally mentioned to be associated with the event i.e. Contour ts meter with serial # (B)(6). Upon follow-up with the customer, she mentioned that the meter associated with the event was contour meter. The customer bought the meter online. The returned meter was evaluated and it showed the units of measurement as mmol/l. Based on the distribution records, it was found that the meter was sent to netherlands market which has a standard unit of measurement as mmol/l. Therefore, the meter was set with the correct units of measurement. Sections b5, d1(brand name), d4 (model # and serial #) and h4 (device manufacture date) have been updated to reflect the correct product information. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Event description:
The customer from netherlands alleged to have purchased a contour meter online and found that the meter was reading in mg/dl instead of mmol/l.

Event description:
The customer form netherlands alleged to have purchased a contour ts meter online and found that the meter was reading in mg/dl instead of mmol/l. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in patient information as the customer's age and weight were not provided. The model # was not provided.